Event description:
Reportedly, during testing, it was found that the ventilator screen froze and the touch panel was non functional. Upon further evaluation by the distributor, the control board was found to be defective. There was no pt involvement reported.